Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: pumps with unknown serial numbers were not returned for evaluation. A review of the pumps¿ device history records were not performed as the reported event and analysis are not related to a manufacturing or servicing issue and the serial numbers are unknown. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported low flow event could not be confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Outflow grafts with unknown lot numbers were not returned for evaluation. A review of the outflow graft's device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue and the lot number is unknown. Visual evidence provided revealed an obstruction of the outflow graft due to external compression from the outflow graft and an additional surrounding graft placed by the surgeon at implant. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to compression of the outflow graft from a foreign graft surrounding the outflow graft placed during implant. Additional products: d4: serial or lot#: h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred in the us. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/64 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The dates of death are not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: percutaneous endovascular intervention for left ventricular assist device outflow graft obstruction: a single-center experience. Cardiovascular revascularization medicine 2024; 1553-8389 doi: 10.1016/j.carrev.2024.05.017 additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: unknown / catalog #: unknown / expiration date: unknown / serial or lot#: unknown d9: no h3: no h4: mfg date: unknown h5: yes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding percutaneous endovascular intervention (pei) for left ventricular assist device (vad) outflow graft obstruction (ogo). The vads exhibited low flow alarms and the outflow graft exhibited obstructions/kinks and external compression and patients presented with heart failure symptoms and congestion. All patients in the study underwent pei which included invasive angiography with balloon angioplasty and stenting. The authors described patient deaths; one patient's death occurred within thirty days of pei due to refractory right ventricular failure and cardiogenic shock, however, the causes of the other patients' deaths were unknown. Other patients who underwent pei eventually received heart transplants. The status of the devices is unknown. No additional adverse patient effects or product performance issues were reported.